Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which the dislodgement allegation was not confirmed. Further, visual inspection revealed no abnormalities and lead tip appeared intact. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was dislodged. This lead was explanted. No additional adverse patient effects were reported.